Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. All buttons functioned properly, no over-delivery anomaly, no motor error alarms, and no unexpected battery failed alarms noted during testing. A review of the pump history file reveals there were not any motor related errors/alarms, no stuck button alarms, and only one (1) battery failed alarm om 9/8/2025 at 18:21. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. No signs or indication the bottom of the pump is misaligned. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, stained serial number label, and pillowing keypad overlay. The complaints of the pump-rejected batteries, the buttons are less responsive, motor error alarms, the bottom of the pump seems to be misaligned, and getting too much insulin (over-delivery) are all not confirmed. The pump history file lists 203 boluses on the event date, 8/7/2025. Please see below for the first 10 boluses listed on the event date, 8/7/2025: 08/07/2025 00:01:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 08/07/2025 00:06:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4750 (0.475 u) bolusamountdelivered: 4750 (0.475 u) 08/07/2025 00:11:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) 08/07/2025 00:16:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 08/07/2025 00:41:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 08/07/2025 00:46:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 08/07/2025 00:51:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4750 (0.475 u) bolusamountdelivered: 4750 (0.475 u) 08/07/2025 00:56:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4250 (0.425 u) bolusamountdelivered: 4250 (0.425 u) 08/07/2025 01:01:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 08/07/2025 01:06:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u). There were no auto suspend events on the event date, 8/7/2025. Please see below for the user suspend on the event date, 8/7/2025: 08/07/2025 22:30:41 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery of transmitter, pump was rejecting batteries, buttons were less responsive, motor error alarms, bottom of pump seems to be misaligned, getting too much insulin. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn, mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.